Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose has been 300 mg/dl to 500 mg/dl. The customer indicated that their doctor is working with them regarding the high blood glucose. Troubleshooting was declined by the customer.